Event description:
It was reported "microintroducer of 3fr provena midline kit buckled and failed during insertion." (B)(6) 2022- the dilator and sheath in the returned photo appeared to be bent near the distal end. The sheath material was buckled/ballooned directly proximal of the bent region on the microintroducer.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the microintroducer buckled was confirmed but the cause is unknown. A single photograph of the distal section of a microintroducer/dilator/sheath was returned for evaluation. Usage residue was seen on the device, indicating that the device had been used. The dilator and sheath appeared to be bent near the distal end. The sheath material was buckled/ballooned directly proximal of the bent region on the microintroducer. The bend in the microintroducer may indicate a difficult placement. However, it is unknown if additional unknown factors contributed to this event. Examination of the distal end of the device, microscopic observation, tactile evaluation, and dimensional analysis could not be conducted without the physical sample. Therefore, the exact root cause of the damage to the sheath could not be determined. Possible contributing factors could include too small of an incision, a steep insertion angle, a poor transition of the introducer sheath to the dilator, or damage to the sheath prior to use. The IFU states ¿avoid sheath damage by simultaneously advancing the sheath and dilator as a single unit using a rotational motion.¿ if necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. A lot history review (lhr) of refy3780 showed no other similar product complaint(s) from this lot number.